Event description:
Information received by medtronic indicated that insulin pump had keypad anomaly. Insulin pump did not receive stuck button alarm. Keypad was not responding at all time and specially arrows of up and down. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the buttons are not responding and numbers are ramping. Insulin pump passed self test and displacement test. Intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted. Insulin pump passed the keypad voltage test. The j1 connector on electrical board was locked properly during visual inspection. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. No display ramping noted during test.